Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge change error occurred. Customer¿s blood glucose level ranged from 350 mg/dl to displayed as "high" on the continuous glucose monitor (cgm). The customer reloaded the cartridge to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.